Event description:
It was reported to nuvectra that a revision of the stimulator was performed due to charging and communication issues. During the revision, the stimulator was re-positioned to a new, more superficial pocket. The charging and communication issues have resolved.